Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose event. Customer's blood glucose was 477 mg/dl. The customer stated they treated their blood glucose with the insulin pump. Customer also reported blood present on their infusion set. The customer stated their blood glucose declined to 350 mg/dl after treatment. The customer declined to troubleshoot for their high blood glucose. The customer declined to return the insulin pump for analysis.